Manufacturer narrative:
Complaint confirmed, even though no suture construct was returned, the pushrod tab assembly #2 was disassembled from trigger #2. The cannula is bent and broken, and the pushrod tip is sticking through the shrink wrap of the cannula. A likely cause of the disassembled push rod tab is the bent/broken cannula, which caused obstruction during the deployment. A likely cause of the bent/broken cannula is prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus refixation surgery the second step of the device didn`t fire. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.